Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stated the device is experiencing a damaged cord issue. The device was not being used during surgery; however, it is unk if there were any injury or medical intervention. No add'l info was provided.